Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd stented balloon catheter. The balloon was tightly folded with the stent tightly crimped over the balloon. The tip, balloon, sent, shaft and hypotube were microscopically and visually inspected. Inspection revealed tip damage (pinched). Inspection of the rest of the device found no other damage or defect. The reported stent deformity was not confirmed.

Event description:
It was reported that stent damage occurred. The patient underwent angiography of the brain and left carotid artery siphon stenting for segmntal stenosis. A 5.0mmx15mmx150cm express vascular sd stent was advanced for treatment under the guidance of microguide wire but the stent failed to cross the lesion. It was later found that the stent strut was bent. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Event description:
It was reported that stent damage occurred. The patient underwent angiography of the brain and left carotid artery siphon stenting for segmntal stenosis. A 5.0mmx15mmx150cm express vascular sd stent was advanced for treatment under the guidance of microguide wire but the stent failed to cross the lesion. It was later found that the stent strut was bent. The procedure was completed with another of the same device. No patient complications nor injuries were reported.